Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented for heart failure. A cat scan was performed the previous day which revealed this electrode is tunneled underneath the fifth rib into pleural space. Technical services (ts) reviewed noting this is not implanted as intended and the long term effects of shock efficacy damage to the surrounding tissue and sensing is unknown. The field representative noted a defibrillation threshold (dft) test was performed at implanted in which sensing was normal. Ts discussed this is a medical decision to revise. Additional information is being requested from the field. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a new electrode, which remains in service. No additional adverse patient effects were reported.